Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Device not returned.

Event description:
A patient prescription form was submitted for a patient's right distal femur. Update from surgeon 07jan19 - the implant has failed/ fractured at the junction of the metalwork and the ha collar of the femoral component. I plan to revise the whole device to a mets system. Update 10jan20 - the surgeon confirmed that the device in situ is pin 17205. The custom device ordered may or may not be inserted, surgeon may implant a mets system.

Event description:
A patient prescription form was submitted for a patient's right distal femur. Update from surgeon 07jan19 - the implant has failed/ fractured at the junction of the metalwork and the ha collar of the femoral component. I plan to revise the whole device to a mets system. Update 10jan20 - the surgeon confirmed that the device in situ is pin 17205. The custom device ordered may or may not be inserted, surgeon may implant a mets system. .

Manufacturer narrative:
Reported event: an event regarding fracture of the femoral shaft involving a jts distal femur was reported. The event was confirmed by medical review and product inspection. Method and results: product evaluation and results: visual inspection - visual inspection indicates that the distal head of the femoral shaft has fractured from the base of the femoral stem (with collar). The shaft shows dark wear lines at the point of fracture as well as a circular groove from the remnant. The base of the stem shows an exposed, rough and grainy surface. As well as jagged edges around the circumference of the fracture site. Bone ingrowth around the collar and cement remains at the junction between collar and stem are visible. It also possible to notice discolouration at the base of the stem / collar. Visual inspection of the tibial component, axle, bushing, bumper pad, circlip, and tibial bearing did not identify any damage or non-conformity relevant to the reported event. Material analysis - visual examination confirmed fracture of the inner shaft reported. Stereological and electron microscopy examination confirmed the shaft to have fractured due to fatigue. In addition, microstructure characterisation showed the alloy has an equiaxed alpha in beta matrix structure consistent with iso 5832-3 requirements. Clinician review: clinician review confirmed that the inner shaft fractured. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 26 jun 2012 with no reported discrepancies. Complaint history review: there has been 1 similar event. Conclusions: an event regarding fracture of the femoral shaft involving a jts distal femur was reported. The event was confirmed by medical review and product inspection. Material analysis confirmed the shaft fractured due to fatigue. Microstructure characterisation showed the alloy has a microstructure consistent with iso 5832-3 requirements. Siw will continue to monitor for trends.